Event description:
It was reported that the patient presented in clinic due an alert and symptoms of fatigue. The right atrial lead exhibited low impedance and an x-ray revealed clavicular crush damage. The lead was explanted and replaced.